Event description:
An amiia sds (palmaz genesis) percutaneous transluminal angioplasty (pta) balloon ruptured below nominal pressure during inflation. A pt of unk age and medical history underwent a pta of the left renal artery. The lesion was described as moderately calcified, mildly tortuous and 90% stenotic. The complaint product was delivered to the lesion, and during inflation it ruptured at 3 - 4 atmospheres. No abnormalities were observed during prep, which was performed according to IFU (instructions for use). There was no reported problem encountered advancing, tracking or removing the device from the pt. A boston scientific inflation device was used. Info about the type of contrast and saline ratio used was not reported. The sds balloon rewrapped properly and was withdrawn without report of difficulty. It was unk if the stent was expanded/implanted; however, there was no report of stent retrieval. The procedure was successfully completed with another palmaz genesis. There was no reported pt injury.

Manufacturer narrative:
The product was not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that the device met quality requirements for product acceptance. The complaint of sds balloon burst could not be confirmed without the return of the device analysis or procedural films for review. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the limited info does not suggest what factors may have contributed to the reported event; however, there are vessel and lesion characteristics that may have contributed to the difficulty.